Event description:
Pump was reported to be set at 75 ml/hr with an unknown type and quantity of solution. Approx 7 hours later the bag was reported to be empty. The pump reported 557 mls left to infuse. No additional clinical information was able to be obtained. No patient injury resulted.